Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (diagnostic hysteroscopy with removal of essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: operative laparoscopy, bilateral robotic salpingectomy with cornual resection and repair, and diagnostic hysteroscopy with removal of the essure devices were performed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Further company follow-up with the consumer, lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/chronic pain") and device expulsion ("migration of essure device location of device: uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion with ablation". The patient's medical history included back injury, dysfunctional uterine bleeding, ovarian cyst and obesity. Previously administered products included for an unreported indication: xanax. Concurrent conditions included genital bleeding. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced palpitations ("heart palpitation"), migraine ("migraines"), female sexual dysfunction ("apareunia"), memory impairment ("lose train of thought/very forgetful"), vision blurred ("blurry vision/distance"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), irritable bowel syndrome ("increased issues with ibs"), gastrooesophageal reflux disease ("reflux"), toothache ("dental problem pain"), rash ("rash") and food allergy ("developed food allergies") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious"), depression ("depressed"), inflammation ("inflamation"), abdominal pain lower ("abdominal pain/lower abdominal pain to back"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pruritus ("severe itching and dry skin"), dry skin ("severe itching and dry skin"), headache ("headaches"), pubic pain ("lower pubic area and right side pain") and blindness ("vision loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and bilateral salphingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, dysmenorrhoea, menorrhagia, depression, palpitations, migraine, memory impairment, allergy to metals, fatigue, alopecia, vaginal discharge, weight increased, irritable bowel syndrome, gastrooesophageal reflux disease, toothache, rash, inflammation, abdominal pain lower, vaginal haemorrhage, pruritus, dry skin, headache and pubic pain outcome was unknown and the female sexual dysfunction, vision blurred, dyspareunia, abdominal distension, food allergy and blindness had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, blindness, depression, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, food allergy, gastrooesophageal reflux disease, headache, inflammation, irritable bowel syndrome, memory impairment, menorrhagia, migraine, palpitations, pelvic pain, pruritus, pubic pain, rash, toothache, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight-168 lbs(76.84kg) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: result not provided. Hysteroscopy - on (B)(6) 2017: at laparoscopy the patient had evidence of the essure coil in the proximal portion of both right and left fallopian tubes. Both ovaries appeared normal. There were no myomas. There were no adhesions or endometriosis.. Concerning the injuries reported in this case, the following event was reported in patient's medical record: medical device monitoring error. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received. Reporter information, product indication added and medical history was added. Event added from pfs were heart palpitation, migraines, lose train of thought/very forgetful, nickel allergy, blurry vision, apareunia, dyspareunia, hair loss, fatigue, vaginal discharge, weight gain, bloating, increased issues with ibs, reflux, dental pain, rash, food allergy, inflammation, abnormal bleeding (vaginal, menorrhagia) and abdominal pain/lower abdominal pain to back, lower pubic area and right side pain, migration of essure device location of device: uterus, headaches, severe itching and dry skin. Event from medical record:essure insertion with ablation. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.